Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture update on b5: describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to patient tissue viability since patient had complex congenital and pen heart surgery history.